Event description:
A malfunction related to a speaker issue on a customer's son's pump was reported. There was no adverse impact to the customer's son's blood glucose level reported. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.